Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the surgeon was using the device, the knife came out of the track and the jaws could no longer be closed. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.